Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 20-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 20-may-2025 of the daily total collection start time, the daily total of basal insulin delivered = 11.4 u and daily total of bolusin sulin delivered = 24.5 u which is equal to the daily total of all insulin delivered = 35.9 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) and related svn#: (B)(6) event date of 20-may-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 09:05:00.000, (B)(6) 2025 09:15:00.000, (B)(6) 2025 15:50:00.000, (B)(6) 2025 16:00:00.000, sensor expired alert (794) was found on: (B)(6) 2025 14:25:04.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was programmed with contour next test glucose meter. The pump communicated properly and recorded the 101 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected bg meter communication errors or anomalies noted during testing. No sensor glucose/blood glucose (sg/bg) anomaly noted. Insert battery alarm was found on: (B)(6) 2025 16:02:31.000, (B)(6) 2025 16:12:00.000. Pump error 23 alarm was found on: (B)(6) 2025 16:13:04.000. Power loss alarm was found on: (B)(6) 2025 16:13:21.000, (B)(6) 2025 16:13:32.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was found on (B)(6) 2025 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.82 mv). The pump was received with a 1.368 v energizer max alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: the pump passed all the required testing. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly and high bgs/dka. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Blood glucose value at the time of the event was 524 mg/dl. The customer experienced symptoms of tiredness/weakness and increased thirst during the event. The customer experienced hyperglycemia and diabetic ketoacidosis, had an emergency room visit, and was treated with intravenous insulin infusion. The event involved product(s) mmt-1780kl, mmt-332a, and unomedical. Troubleshooting was performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08760 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 20-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 20-may-2025 of the daily total collection start time, the daily total of basal insulin delivered = 11.4 u and daily total of bolus insulin delivered = 24.5 u which is equal to the daily total of all insulin delivered = 35.9 u. All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) and related svn#: (B)(6) event date of 20-may-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 09:05:00.000, on (B)(6) 2025 09:15:00.000, on (B)(6) 2025 15:50:00.000, on (B)(6) 2025 16:00:00.000. Sensor expired alert (794) was found on: (B)(6) 2025 14:25:04.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was programmed with contour next test glucose meter. The pump communicated properly and recorded the 101 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected bg meter communication errors or anomalies noted during testing. No sensor glucose/blood glucose (sg/bg) anomaly noted. Insert battery alarm was found on: (B)(6) 2025 16:02:31.000, on (B)(6) 2025 16:12:00.000. Pump error 23 alarm was found on: (B)(6) 2025 16:13:04.000, power loss alarm was found on: (B)(6) 2025 16:13:21.000, on (B)(6) 2025 16:13:32.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was found on (B)(6) 2025 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.82 mv). The pump was received with a 1.368 v energizer max alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: the pump passed all the required testing. Unable to verify customer alleged for sensor glucose/blood glucose (sg/bg) anomaly and high bgs/dka. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.